Event description:
It was reported that prior to a breast biopsy procedure, the device has a broken dc motor adapter in the green cable port. The spare part ordered for the resusable tube is not staying within the housing for support. There was no pt consequence.